Event description:
On (B)(6) 2014, the customer contacted ameda via phone call with a complaint that one diaphragm is sticking with her purely yours breast pump. She also stated that she was diagnosed with mastitis on (B)(6) 2014, she started antibiotic therapy the same day.

Manufacturer narrative:
A replacement pump was shipped to the customer on (B)(4) 2014. The customer was provided a return label and asked to return the product to ameda for investigation. The product related to the complaint was not returned to ameda, inc. At this time. Review of the device history record showed the product met ameda suction specification per batch release testing. A certified letter was sent to the customer on 09/12/2014, requesting return of the pump.